Manufacturer narrative:
Bd did not receive any samples or photos for investigation. Therefore, a visual inspection was conducted on 100 retained samples, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were also performed on 10 retained samples, and all tubes were found to be within specification limits for draw volume and no tube push-off being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, one tube exhibited tube push off and then underfilled. A replacement tube was used. There was no health impact or consequences reported.